Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.107.002s, lot 813p236: manufacturing location: elmira / thermal rinsed, packaged, sterilized and released by: monument. Manufacturing date: may 16, 2022. Expiration date: may 01, 2032. Non-sterile part 04.107m002sp, lot 793p220: part manufacture date: april 27, 2022. Manufacturing location: elmira. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery to repair fractures in both elbows using screws and a metal plate on (B)(6) 2022. The patient suspects they have a nickel allergy, and the regions around the surgical scars regularly show itchy redness. The plate was removed on an unknown date. The patient later reported that they saw a dermatologist who looked at the rash. The dermatologist considered an allergic reaction unlikely and thought the patient¿s symptoms were related to eczema, but could not carry out an allergy test. Instead she prescribed ointments, which the patient reported worked very well. Therefore, the patient has not yet undergone allergy testing. No further information is available. This report involves one 2.7mm/3.5mm ti va-lcp proximal olecranon pl 2h/rt/73mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: hwc d9: complainant part is not expected to be returned for manufacturer review/investigation. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.